Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a break in the scope cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿the screen did not appear when connecting to the videoscope cable ¿was confirmed. The device evaluation found the no image problem was due to faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus marketing personnel reported on behalf of the customer that the screen did not appear when connecting to the videoscope cable, no image. The issue was found during preparation before use inspection in an unspecified diagnostic procedure. The intended procedure was completed with another similar device. There was no reported delay. There were no reports of patient or user harm associated with this event.